Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-05 additional information was received from the healthcare provider stating that the patient did experience retention prior to the device, the retention had not worsened, and catheterization was not the patient's standard of care. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and non-obstructive retention. It was reported that the patient was starting to have symptoms again. They said they would say they were getting less then 50% relief of symptoms. They were having leakage in their pad and not making it to the bathroom. The issue started probably around the last week of thanksgiving in november. Reviewed with patient how to change programs. Caller said they have only changed the settings twice since they came home from the hospital. They were probably going to do another increase. They were just at the doctor for a follow up and has another one in (B)(6). 2026-jan-07 additional information was received from the patient (pt). They reported that they were first on program 1 or 2 and then 7. Patient states at first the therapy was working but then started noticing both retention and overactive bladder. Patient states they increased settings around christmas, maybe (B)(6) and every once in awhile feeling a twinge in the vaginal area. In the last couple days patient has noticed a dull sensation and urgency. Patient wondering how high to go on the settings and when to change the program. Agent reviewed basic information and reviewed patient can also inform health care provider (hcp). Patient states they have an appointment with the doctor in (B)(6), maybe the (B)(6).